Event description:
It was reported to philips that the system suddenly shutdown, preventing imaging. The patient's procedure was cancelled. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.